Event description:
It was reported that there was a lead warning due to high impedance and noise. It was also reported that there was a polarity switch. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The incorrect suspect medical device was inadvertently reported for this complaint under manufacturing report number 6000094000201200506 and as a result, this report is being redacted. The correct suspect medical device for this reportable complaint will be reported under a different manufacturing report number accordingly.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was a lead warning due to high impedance and noise. It was also reported that there was a polarity switch. The lead remains in use. No patient complications have been reported as a result of this event.